Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date and diagnosis / indication of the initial surgical procedure when tvt was implanted? Other relevant patient comorbidities / concomitant medications? Were any concomitant procedures performed? Was there any medical or surgical intervention for the mesh exposure 2014? Was the full mesh or partial mesh removed in 2019 ? Please provide date and surgical findings of mesh removal surgery? Was there any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Note: events reported via medwatch # 2210968-2019-88313.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and mesh was implanted. It was reported that the patient experienced mesh exposure into the vagina, which was noted on examination in 2014. It was also reported that the patient experienced vaginal pain, irritation and dyspareunia. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Correction h10: events reported via medwatch 2210968-2019-88311 and 2210968-2019-88317.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 2948927 and product code 830041b.